Event description:
This rv lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2017 noise will reproduce with left arm movement. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).